Event description:
Caller reported the aviva system gave a blood glucose result of 191 mg/dl at a time when the customer was symptomatic of hypoglycemia, required treatment by layperson. A request was made for the return of the system, and a replacement was sent.